Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the c-arm shuts down during use. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.